Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling multiple cartridges. A new cartridge was successfully filled and loaded onto the pump. Subsequently, insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. A cartridge change was performed to resolve the issue. Customer's blood glucose level was 359mg/dl.